Event description:
It was reported that a patient observed a leak from the patient line of a disposable cassette. The patient reported observing the leak coming from a bent area. The issue was found before use and the patient was not connected at the time of the leak. The patient called their nurse and the nurse assisted in taking the cassette out. The patient completed therapy with new supplies. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The companion sample was received and the evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Leak testing, clear passage testing, clamp function testing, and device-device interaction testing were performed and passed. A short simulated therapy was performed. Visual inspection revealed bent tubing with walls not touching on the patient line to the connector. Upon conclusion of the investigation, the reported problem could not be verified. Should additional relevant information become available, a supplemental report will be submitted.